Event description:
On (B)(6) 2025, the user reported a morning low blood glucose (bg) event after recently switching to a 23" contact detach infusion set and completing a factory reset. The agent reviewed the user¿s bionic report, which showed the low resulted from a small corrective insulin dose administered the previous night when bg reached 183 mg/dl. The agent explained that the ilet is still relearning post-reset and will adjust future correction doses accordingly. The user understood. The lowest blood glucose (bg) recorded was 60 mg/dl, and the highest was 183 mg/dl. Bg was corrected with glucose tablets and the ilet corrective algorithm. No symptoms were reported, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.